Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was reported that the patient was washing their hair at the time. Noise was able to be recreated in primary and secondary sensing vectors with arm movements. An x-ray was performed and noted the electrode to be fully inserted into the device header. Technical services (ts) discussed the potential of device movement in the pocket and discussed troubleshooting options. Surgical intervention was undertaken. The electrode was explanted and replaced and the s-ICD was repositioned. Following the procedure, oversensing of noise was again observed and resulted in delivery of an additional inappropriate shock. The noise was felt to be consistent with air entrapment near the device or electrode implant location. Surgical intervention was again undertaken one day later. This s-ICD and the replacement electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was reported that the patient was washing their hair at the time. Noise was able to be recreated in primary and secondary sensing vectors with arm movements. An x-ray was performed and noted the electrode to be fully inserted into the device header. Technical services (ts) discussed the potential of device movement in the pocket and discussed troubleshooting options. Surgical intervention was undertaken. The electrode was explanted and replaced and the s-ICD was repositioned. Following the procedure, oversensing of noise was again observed and resulted in delivery of an additional inappropriate shock. The noise was felt to be consistent with air entrapment near the device or electrode implant location. Surgical intervention was again undertaken one day later. This s-ICD and the replacement electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.